Event description:
Per medwatch report rec'd, "when the physician removed the hemovac drain from the pt's knee, it was noticed that the tip had broken off. The pt was sent to surgery to surgically remove the broken tip."

Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A follow-up medwatch report will be filed.